Manufacturer narrative:
.

Event description:
Kagang hu, md., et al. Withdrawal symptoms in a patient receiving intrathecal morphine via an infusion pump. Journal of clinical anesthesia 14: 595-597. 2002.